Event description:
The customer reported that the monitor on the 9900 system was flickering. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was adjusted. The system was tested and operates as intended.